Event description:
It was reported that there was no suction during a bilateral breast reduction procedure, and the tip of the device started to melt prior to completing the surgery.

Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. Visual examination of the returned device revealed damaged finger grip, which appeared to be related to handling technique during use. Since the lot number was provided, a review of the lot history record (lhr) was conducted. The review did not note any issues during the manufacturing of this lot. The most probable root cause, the melting of the finger grip could have possibly occurred when the device was wedged between the tissue causing the finger grip to press against the electrode blade during rf energy.